Event description:
The customer reported a defective battery. Further information was provided that the battery does not accept a full charge regardless of number of (re) calibration attempts. There was no reported patient or user involvement and no adverse patient/user impact.